Event description:
Additional information received that indicated on 2021, patient's implantable cardioverter defibrillator (ICD) was able to be interrogated but was found to be in backup mode. On (B)(6) 2021, the ICD was explanted and replaced. The patient was asymptomatic and stable throughout procedure.

Event description:
Additional information received that indicated patient's implantable cardioverter defibrillator (ICD) had premature battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's implantable cardioverter defibrillator (ICD) had no radiofrequency (rf) telemetry. The patient was asymptomatic. No intervention was performed. The patient was stable throughout appointment.

Manufacturer narrative:
The reported field event of communication failure and premature battery depletion could not be confirmed in the lab. The device was restored from backup vvi mode and functional test was performed on the bench; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, patient notifier, and capacitor maintenance were tested on the bench. No anomaly was detected. The cause of the reported field events of backup vvi could not be conclusively determined.